Manufacturer narrative:
Per -2336 final report additional information, including the reason for revision, post primary and pre revision x-rays, operative notes, patient age, patient activity level and patient medical history has been requested in order to progress with the investigation of this event, however, it has been confirmed that none of this information can be provided and thus the investigation of this event is limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. The explanted devices were returned to corin and examined. The corin devices were coupled with a taper conversion sleeve (manufacturer unknown) and were combined with an off-label stem. Examination of the returned cormet explants highlighted some black discolorations on both the cormet head and the cormet cup. It is unknown if this observation is related in any way to the event, as not enough information was provided. This case is now considered closed, however, should any additional information be available, the case will be reopened. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Cormet revision after approximately 12 years and 2 months. The reason for the revision is unknown.

Manufacturer narrative:
(B)(4). Additional information, including the reason for revision, post primary and pre revision x-rays, operative notes, patient age, patient activity level and patient medical history has been requested in order to progress with the investigation of this event, however, it has been confirmed that none of this information can be provided and thus the investigation of this event is limited. The explanted devices have been returned to corin and will be reviewed; details of this review will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records shall be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Cormet revision after approximately 12 years and 2 months. The reason for the revision is unknown.